Event description:
It was reported the dermatome device did not work properly during a procedure: "when the blade touched the pt, it stopped working." The pt had no injuries. It was not known if the doctor completed the operation. The device had been in for repair prior two times: (B)(4) 2013 and (B)(4) 2014.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.